Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Eng eval completed on (B)(6) 2018 by ad. Design-related issues: the design of the femoral head impactor has been in the field since 2013. Exactech has received 2 other complaint reports involving breakage of this instrument. Because the femoral head impactor is used in total hip surgeries, sales data for femoral heads was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot of 25 units, which has been in the field since 2017. The vendor has been notified of this isolated event. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this femoral head impactor, (B)(4) rev g, was reviewed. The risk is captured in line 11. Corrective action is not required because this is an isolated event, the occurrence rate is "very low", and the risk is captured in the rmr. The vendor has been notified of this isolated event. Most likely cause: the broken femoral head impactor reported in experience c2017-501 was likely the result of a material defect, which led to crack initiation, propagation, and ultimate fracture of the device. The vendor has been notified of this isolated event. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues, nor did it lead to patient adverse event. An investigation was conducted; the broken femoral head impactor reported was likely the result of a material defect, which led to crack initiation, propagation, and ultimate fracture of the device. The vendor has been notified of this isolated event.

Event description:
It was reported from (B)(6) that during surgery, the impactors head was broken when the doctor impacted the implant. No damage to the patient was caused by this incident. The doctor impacted five times. The breakage happened at the last impact. The agent was present at the surgery and confirmed no broken pieces were left in the patient. There was no delay to surgery. Attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event.